Event description:
The hcp reported the pt was experiencing "no pain control, increased pain from previously." A dye study was done - the results were not reported. In 2003, the pt had a catheter revision done. "When connecting the catheter to pump, catheter access port fell completely off." Both the pump and the catheter were replaced. The pump had been implanted for 43 months. The pt outcome was not reported. A follow up report will be sent when add'l info is received.